Event description:
It was reported that the device was explanted due to a sudden rise in pacing impedance readings. No patient complications have been reported as a result of this event. Additional information was received reporting that impedance readings were greater than 2500 ohms on both the ra and rv leads, there was noise on both leads, and the patient received inappropriate shocks.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found.